Event description:
Reporter reported via a distributor that an rt204 adult breathing circuit heater wire had an open circuit. This was found prior to patient use. The hospital disposed of the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The complaint device was not returned for inspection. An investigation was carried out based on the event description and results of previous investigations on similar complaints. Results: the hospital reported that the heater wire of the breathing circuit had an electrical open circuit. A lot check revealed no other similar complaints for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of open circuit heater wires in adult breathing circuits has a rate of occurrence worldwide of 44 ppm (a total units affected) in the last year to january 2009.